Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by an edwards field clinical specialist, during a transfemoral valve in valve (viv) procedure, a 23mm sapien 3 ultra valve was implanted in an existing surgical aortic valve. Some difficulties were encountered while advancing the sapien 3 ultra valve through the surgical valve. Additional force was applied. The sapien 3 ultra valve was successfully implanted. Post valve implant, the patient became hypotensive, and a pericardial effusion was observed. Pericardiocentesis was performed and more than a liter of blood was drained. The decision was made to perform a sternotomy and locate the source of the bleed. Additional blood was also drained. Eventually the injury was found. It was sub mitral annulus, resulting in a disruption of the av groove. The physicians felt the patient was in an unsalvageable state and the case was stopped. The patient expired during the procedure. It was speculated that the additional force applied during the advancement of the sapien 3 ultra valve may have injured the wall of the lvot, resulting in the av groove disruption.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with the tavr procedure. Difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, horizontal aorta (tf), tortuous thoracic aorta, flex catheter kinked, skipped or incomplete bav, and/or interaction with other cardiac structures (e.g. Mitral valve entanglement during ta approach). In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Per the training manual, factors that can make it difficult to cross include "heavy calcification" and "inadequate bav''. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used . Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv) . The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may help solve the problem. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), the cardiac injury and patient death are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. The edwards commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing, and dimensional analysis could not be performed. No applicable case imagery was provided for evaluation. No applicable case imagery was provided for review. A device history review (DHR) review and lot history review could not be performed as no device lot number was provided. In this case, the complaint for 'difficulty or inability to cross native annulus and/or bioprosthesis' was not able to be confirmed as neither the complaint device nor applicable imagery were provided for review. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Due to unavailability of work order, review of the DHR and lot history was not performed. A review of IFU/training materials revealed no deficiencies. The complaint description states, 'dr. K noted that there was some difficulty advancing the 23 s3u through the surgical valve and he had to push, and he may have injured the wall of the lvot at that time.' As stated in the procedural training manual, advises on the appropriate approach for delivery system deployment based on numerous factors, including anatomical considerations. It is possible that excessive manipulation required to successfully cross the native annulus caused an interaction between the delivery system and the weakened anatomy/pre-existing valve, resulting in the reported perforation to the aorta. In this case, there was no allegation or indication a product malfunction contributed to this event. Although a definite root cause was not able to be determined, available information suggests procedural factors (excessive manipulation) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.